Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report that the sensor got stuck in the serter and the needle came off. The customer's blood glucose level was unknown. The customer's sensor was replaced and returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the insertion needle hub separated from the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. Also unable to confirm adhesive anomaly due to the sensor was returned opened and used.